Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation with every heartbeat. Upon interrogation, the phrenic nerve stimulation was verified as after turning off the left ventricular lead it stopped. The lead was reprogrammed to a different vector. The patient was stable.